Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document if it becomes available.

Event description:
Instrument failure - during reverse with surgeon the guide for the peripheral screws broke. The central screw broke inside the baseplate below the surface. Had to pull baseplate, wasted implant.

Manufacturer narrative:
Manufacturer narrative: see d.4., d.9., e.1., e.2., e.3., g.1. & h.3. Corrected data: the reason for this instrument failure was reported as guide to the peripheral screw broke and the central screw broke inside the baseplate. The possible time in service of the main contributor of this complaint is 9 years and 5 months from manufactured date. The healthcare professional indicated this event occurred during surgery, near the patient. No risk or adverse event was reported. The surgery was completed as intended, with no delay. The instrument was inspected prior to use and was deemed acceptable for use based onits appearance. The device was disposed of at hospital and evaluated by registered medical assistant (RMA) djo surgical. A review of the instrument's device history record (DHR) revealed the instrument, when released for use, met design and manufacturing requirements. There was no non-conforming material report (ncmr) associated with the production of the instruments that are related to the reported issue. Complaint database review shows twenty-six prior complaints filed against the instruments' item number that reports a similar failure. Those are 26 - broke/cracked/damaged. No prior complaints report past instances of these instruments being affected by this failure. Review also shows no prior complaints against the instruments' lot number. The root cause of this complaint is likely attributable to damage incurred from prolonged use and through misuse or rough handling which surgical instruments are subjected to. This is not an event associated with a product failure, malfunction or issue. There are no indications that this instrument has a systemic design or material deficiency. Therefore, no containment of inventory is required. Event is associated with instrument usage, not a design or manufacturing issue. RMA examination: the reported instrument was returned to djo however, the complaint cannot be confirmed because the parts pertaining to the event were not returned with the drill guide, two piece, rsp. Additional reporting on this event will be provided as a supplemental report to this document if it becomes available.